Manufacturer narrative:
An event of difficulty implanting the device due to heavy calcium distribution, paravalvular leak, pericardial effusion causing cardiac tamponade and patient death was reported. The investigation at abbott found that the valve met visual and functional specifications when analyzed under non-physiological conditions. Information from the field indicated that the patient's underlying sle was a major contributing factor, and due to weak muscle tissue, the annulus and left ventricular outflow tract were torn during normal manipulation during deployment of the navitor. It was reported that, the cause of death is believed to be due to rupture of the aortic annulus. From medical review "I suspect that the annular rupture was more likely due to the pre dilation bav rather than the navitor se valve, however, this cannot be stated definitively. Additionally, the narrative mentions "exacerbation" of pericardial fluid. This brings up the possibility that an existing pericardial effusion was made worse by heparinization if it was an inflammatory effusion. Of note, cardiac massage was performed but it was elected not to perform further surgery due to the patient's history of connective tissue disease (sle) and, as a result, compromised aortic wall integrity." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant, using a large flexnav delivery system. Heparin was administered during procedure. It was reported that there was heavy calcium to allow anchoring of the valve, and the calcium distribution was strong on the right coronary cusp (rcc) and non-coronary cusp (ncc). Calcium was noted from the annulus to the left ventricular outflow tract (lvot). After crossing the guide wire to the left ventricle, a non-abbott, semi-compliant balloon was inflated to 20mm. The placement method was to pull up from the left ventricular side, and at the point of 80% deployment, the placement depth was about 5 mm on the non-coronary cusp (ncc) side. At this point, paravalvular leak was observed, and there was a calcium interference affecting expansion of the valve. The valve was re-captured. Another deployment attempt was performed in deeper position than the first attempt. At the point of 80% deployment, with placement depth on ncc of about 8 mm, the degree of expansion was better than the first time, but was still malpositioned. Since the blood pressure dropped rapidly during the evaluation, cardiac massage was performed, percutaneous cardiopulmonary support (pcps) was prepared, and the patient was intubated. The navitor was recaptured and removed from the body. An echocardiogram confirmed exacerbation of pericardial effusion, causing cardiac tamponade. Angiography revealed annulus rupture. Hemostasis at the rupture site was considered by a cardiac surgeon, but it was judged impossible to save the patient's life because of the history of systemic lupus erythematosus (sle). The patient was placed in the intensive care unit (ICU) under pcps intubation. It was suspected that the annulus ruptured due to the two attempts to deploy navitor. The patient expired on (B)(6) 2023. It was reported that the cause of death is believed to be due to rupture of the aortic annulus. The patient's underlying sle was a major contributing factor, and due to weak muscle tissue, the annulus and left ventricular outflow tract were torn during normal manipulation during deployment of the navitor. No additional information was provided.

Manufacturer narrative:
An event of difficulty implanting the device due to heavy calcium distribution, paravalvular leak, pericardial effusion causing cardiac tamponade and patient death was reported. The investigation at abbott found that the valve met visual and functional specifications when analyzed under non-physiological conditions. Information from the field indicated that the patient's underlying sle was a major contributing factor, and due to weak muscle tissue, the annulus and left ventricular outflow tract were torn during normal manipulation during deployment of the navitor. It was reported that, the cause of death is believed to be due to rupture of the aortic annulus. From medical review "it is suspected that the cause of death is related to the annulus rupture, which is more likely due to predilation bav rather than the navitor se valve. Additionally, the narrative mentions "exacerbation" of pericardial fluid. This brings up the possibility that an existing pericardial effusion was made worse by heparinization if it was an inflammatory effusion. Of note, cardiac massage was performed but it was elected not to perform further surgery due to the patient's history of connective tissue disease (sle) and, as a result, compromised aortic wall integrity." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant, using a large flexnav delivery system. Heparin was administered during procedure. It was reported that there was heavy calcium to allow anchoring of the valve, and the calcium distribution was strong on the right coronary cusp and ncc. Calcium was noted from the annulus to the left ventricular outflow tract (lvot). After crossing the guide wire to the left ventricle, a non-abbott, semi-compliant balloon was inflated to 20mm. The placement method was to pull up from the left ventricular side, and at the point of 80% deployment, the placement depth was about 5 mm on the non-coronary cusp (ncc) side. At this point, paravalvular leak was observed, and there was a calcium interference affecting expansion of the valve. The valve was re-captured. Another deployment attempt was performed in deeper position than the first attempt. At the point of 80% deployment, with placement depth on ncc of about 8 mm, the degree of expansion was better than the first time, but it was still mal-position. Since the blood pressure dropped rapidly during the evaluation, cardiac massage was performed, percutaneous cardiopulmonary support (pcps) was prepared, and the patient was intubated. The navitor was recaptured and removed from the body. An echocardiogram confirmed exacerbation of pericardial effusion, causing cardiac tamponade. Angiography revealed annulus rupture. Hemostasis at the rupture site was considered by a cardiac surgeon, but it was judged impossible to save the patient's life because of the history of systemic lupus erythematosus (sle). The patient was placed in the intensive care unit (ICU) under pcps intubation. It was suspected that the annulus ruptured due to the two attempts to deploy navitor. On (B)(6) 2023, the patient expired. The cause of death is believed to be due to rupture of the aortic annulus. The patient's underlying sle was a major contributing factor, and due to weak muscle tissue, the annulus and left ventricular outflow tract were torn during normal manipulation during deployment of the navitor.